Event description:
Allegedly, during a lap chole procedure, the doctor noticed at the end of the procedure that there was a piece of insulation missing from the shaft of instrument. The doctor examined patient, visualized missing piece and retrieved and removed. The procedure was completed; there was no impact on patient. Patient condition post-op was good.

Manufacturer narrative:
The instrument was evaluated and we confirmed that a small slice of insulation was missing from the shaft. It is possible the insulation was gouged when it came into contact with another instrument resulting in a tear. Also, the trocar sent in with this instrument had nicks and dents on the distal end that may have caught the insulation when the instrument was introduced. Other than the missing insulation, the device functioned fine.